Event description:
This event involved two navistar ds catheters with two different issues. The catheter # 1: it was reported that in the beginning of an afib procedure, there was no temperature reading on the stockert generator with this catheter in use. The catheter was exchanged and the issue was resolved and the case resumed. The catheter # 2: it was also reported that during the same procedure, the patient's blood pressure dropped. The ultrasound confirmed perforation. Blood pressure medication was administered to the patient. Pericardiocentesis was performed and 400 cc of fluid was removed. The patient was stable and was admitted at the ICU overnight and currently under observation.

Manufacturer narrative:
The first catheter with the temperature reading issue was highly detectable at the beginning of the procedure - it is not reportable; the perforation occurred half way through the procedure with the 2nd catheter. The concomitant products: carto 3 model # m-4800-01, serial # (B)(4). Stockert model # m-5463-01, serial # (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). It was reported that in the beginning of the case there was no temperature reading on the stockert generator. In addition, it was also reported that the patient's blood pressure dropped. The ultrasound confirmed perforation. Two navistar catheter were returned for analysis. Navistar catheter #1: the returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. A deflection test was also performed and the catheter passed as well. Finally, catheter was tested for eeprom, carto, 4khz and calibration functionality. The catheter passed these tests. Catheter was properly visualized during test. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Navistar catheter #2: upon receipt, the device was visually inspected and it was found in normal conditions. The catheter was tested and failed the electrical test. Since the catheter was not being detected by the generator it also failed temperature test and generator test. The catheter was dissected and it was determined that the root cause was due to a disconnection of the thermocouple inside the dome causing the temperature not being detected. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding temperature issue was verified, catheter failed temperature test due to the thermalcouple disconnection.